Event description:
A (B)(6) male pt underwent aaa repair. The pt had hyperpiesia as previous disease. His anatomical form was suitable for the endovascular repair. There are slight blood clots near left renal artery. The procedure was conducted as labeled. When right iliac leg delivery system was inserted, advancement difficulty occurred over a wire guide. The wire guide was once removed with the device, then these were inserted together again. The device placement was successfully done. Proximal endoleak was confirmed. Another MFR's body extension was additionally placed, then the extension blocked a gate of renal artery. Guiding sheath was inserted from brachium, and another MFR's renal stent was placed. Since the endoleak was reduced and patency of renal artery was confirmed, the procedure was completed. There has been no pt outcome reported.

Manufacturer narrative:
(B)(4): endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. No product or images were returned to assist in the investigation at this time. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of an accurate deployment. Without imaging or anatomical determinants it is difficult to determine the cause of the endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessement (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.